Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar mode was in constant activation and the screen was also stuck. No patient involved.

Manufacturer narrative:
One forcetriad was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found a scratch approximately two inches across the top of the middle display. The customer reported that the unit's bipolar mode was in constant activation and the screen was also stuck. The reported condition was not confirmed. The investigation found per a note from the customer that the customer was trying to calibrate the displays but was not able to calibrate the displays and they disassembled the unit. The service center received the unit in a state of disassembly and a cap filled with hardware. The service center was able to calibrate the displays without issue after reassembling the unit to a functional level. The service center found that the unit was stuck in bipolar mode (output was not active) because of the damage that was done to the steering relay board by the user when they attempted to repair the unit. The investigation identified the root cause of the reported event to be user damage. The displays, mono 1 scanner, and the steering relay board were replaced to address the damage caused the user. Additional findings unrelated to the customer report were identified. The investigation found that the cable from the lvps to the rf pcba had overheated and discolored on the lvps connector. The investigation found the root cause to be a connectivity failure with the rf-lvps cable. The rf-lvps cable and the low voltage power supply were replaced to address the condition. Corrective action has been initiated. The investigation found that the unit also failed step 4.3 lc filter tuning. The investigation isolated the failure to the l2 inductor on the hvdc board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The l2 inductor was replaced to address the condition. The unit also failed step 4.10 power output test for bipolar. When activating bipolar the unit would make a double click sound before activating. The investigation isolated the failure to the bipolar receptacle, bipolar output cable and the bipolar sense cable, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The bipolar receptacle, bipolar output cable and the bipolar sense cable were replaced to address the condition. The l2 inductor and bipolar power output failures identified were not captured in the current risk management documents. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.